Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the pump. The customer's blood glucose reading was 40 mg/dl. The customer stated that she was in the hospital because of a heart attack. The customer stated that the hospital removed the pump from her when she had a low event. The customer stated that when her blood glucose were high and wanted assistance with the pump. The customer does not have the pump with her and will call back to troubleshoot.